Manufacturer narrative:
Newberg manufacturing recently became aware of failures of the link arm assembly that connects some rear mounted options (cuspidors, assistants instrumentation, and hygiene systems) to the dental chair which may potentially break and fall off the dental chair. Outside lab testing determined that the failure was due to hydrogen embrittlement of the link arm bolt. This failure is caused by not properly baking the bolts after they are zinc plated in a timely manner. All bolt failures were from the same lot number. A decision was made by dental equipment llc to conduct a voluntary recall of the affected link arm assemblies. This complaint was reported to (B)(4) manufacturing on (B)(6) 2011. This event happened at a distributor show room and based on the information provided at the time, we determined that it was not a reportable event. During our recall investigation, we revisited this case and determined that the bolt on this unit had the same malfunction as the complaints that led to the recall investigation.

Event description:
A distributor had installed in their show room, for display purposes only, a dental chair with a rear mounted cuspidor mounted to it. The link arm assembly that holds the rear mounted cuspidor broke causing the cuspidor assembly to fall off the chair to the floor.